Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a possible lead failure as the lead had intermittent capture when unipolar and no capture when bipolar. Lead impedance varied. The lead was capped and replaced. No patient complications have been reported as a result of this event.